Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned device data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis of the available iegms revealed the presence of noise in the rv channel, which led to the detection of multiple vf episodes, resulting in 11 shock deliveries. All episodes available for analysis were aborted due to the application of a magnet. The eos status of the ICD was activated on february 9th 2017 during the charging of the high voltage capacitors in episode 54. Based on the data it is therefore reasonable to assume that the eos status might have resulted from an unfavorable magnet application during the charging cycle. An unfavorable orientation as well as a short distance between the magnet and the device during a charging cycle may lead to such rare clinical events. When there is a short distance between the magnet and the ICD, and the orientation of the magnet is aligned to cause the magnetic field to be strongest over the high voltage transformer, a saturation of the transformer may appear only during a charging cycle, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed battery status eos. This does not represent a battery or hybrid malfunction. This status is only achieved with the combination of an exact position of the magnet over the high voltage transformer, and the reduced distance from device to magnet during a charging cycle. The data also revealed that the pacing impedance of the rv channel increased between (B)(6) 2017 from 578 ohm to 1163 ohm. In combination with the observed episodes of noise the integrity of the lead cannot be assured. Should further relevant information or the devices themselves become available, this investigation will be updated.

Event description:
After an implantation period of approximately 84 months, oversensing with inappropriate therapy was reported. Furthermore the ICD indicated eos status. A possible insulation breach on the lead was assumed. At the moment, biotronik has no further details with regard to the revision procedure. ICD and lead were not returned.